Event description:
The hcp reported that the pt had multiple catheter dislodgements from the intrathecal space. The pt experienced increased pain and at each catheter revision the catheter was found coiled in the soft tissue of the pt's lower back. When the catheter was in place, drug delivery was reported to be 'good'. At one of the catheter placements, the physician used 2 anchors and resutured the catheter to prevent migration. The hcp reported that the pt remained very active and they did not believe the dislodgements were performance product issues. The pt had metastatic cancer to the spine and back muscles, trouble hearing, and multiple cerebrospinal fluid leaks that would not close. The hcp reported that the pt did not have an inflammatory mass, but the 'beginning stages of what could become one'. The pump was used to deliver dilaudid, bupivicaine, clonidine, and fentanyl. The pt developed crystallizations with varying doses of medication, including low dose dilaudid. The pump was turned off in 2008, and the pt was restarted on long-acting oral pain medications. Please see MFR. Report #s: 6000030200800675, 6000030200800676, 6000030200800677, 600030200800679.